Manufacturer narrative:
(B)(4) - use after expiration; incorrect anatomy. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the graftmaster stent was implanted, without issue, to successfully treat a perforation in the left posterior tibial artery. It was later noted that the device was used after expiration. No adverse patient effects were reported. No additional information was provided.